Event description:
Follow-up received. The head of a 30 mm alphatec cortical screw broke off while it was being screwed into this pt. It was deemed unnecessary to try to retrieve the remaining portion of screw. Therefore it was left in. 30 mm alphatec screw broke off inside pt.